Event description:
A hospital in (B) (6) reported via a fisher & paykel healthcare rep that the gauge and inspiratory pressure control knob of an rd900aeu neopuff infant resuscitator broke after the device was dropped. No pt consequence was reported.

Manufacturer narrative:
(B) (4). The subject rd900aeu neopuff infant resuscitator is currently en route to fisher & paykel healthcare central for examination. We will provide a follow-up report outlining details of our analysis following receipt of the complaint device and completion of the investigation.